Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, st elevation was observed. The st elevation improved, and ablation was completed. A coronary arteriography was performed, and transient stenosis of the circumflex artery was observed. Medication was administered, and st elevation recovered. The procedure continued, and was completed with cryo.

Manufacturer narrative:
Product analysis summary: data files were returned and analyzed. Data files showed that twelve injections were performed with the catheter. Also, the temperature did not decrease at the eighth injection and inflations were not sustained at many injections. In conclusion, the reported ¿st-elevation¿ issue could not be confirmed through data analysis. The device was not returned for analysis. If information is provided in the future, a supplemental report will be issued.